Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within the specified range. No unexpected battery out limit alarms were noted. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer called to report that the batteries in insulin pump are only lasting about a day and wanted to inquire about getting a new pump. Customer's blood glucose reading was 501 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).